Event description:
Customer reports receiving inaccurate readings compared to laboratory results. In blood glucose tests, customer received a reading of 160mg/dl compared to a laboratory result of 89mg/dl all obtained within 10 minutes. The results when plotted on a parkes error grid, fell into the 'c' zone showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
Follow up report will be submitted if the product is returned for evaluation.